Event description:
It was reported that when using the bd pyxis¿ medstation¿ es went offline and could not be powered on.the customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication from the affected cubie that caused a delay to the patient care.as per part investigation, it was determined that the reported issue was caused by faulty pcba pmc vl.06/v0.09bl hh units due to fuse failure, along with faulty pcba dwr cntlr vl.10/v1 units.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes, section b describe event or problem, section d device available for eval and returned to manufacturer on correction: section d unique identifier (UDI) and medical device model, section e other occupation, section g manufacturing location, report source.the reported condition of medstation no powering on was confirmed by fse and subsequently confirmed in the dchu testing process.according to work order 01858444 the fse troubleshot the medstation es that was not powering on and determined that the issue originated from hh cubie drawers 4 and 5. After further diagnostics, the fse identified failures in both the drawer controller pcba and the pyxibus pcba controller cards for those drawers. The fse replaced the faultys pcba pmc vl.06/v0.09bl hh and use 331392-01 pcba dwr cntlr vl.lo/vl in each drawer, tested the drawers and confirmed that all operations were functioning correctly.during dchu visual inspection:p/n 151630 01: the part was in good condition, it had no missing components, signs of fluid ingress or any physical anomaly.p/n 151622 01: the part was in good condition, it had no missing components, signs of fluid ingress or any physical anomaly.during dchu testing:p/n 151630 01: the "pcba pmc vl.06/v0.09bl hh" (s/n(B)(4) and s/n (B)(4) were evaluated on an esd protected surface using a calibrated digital multimeter and it was found that component f201 was in short, the result was not acceptable, and no more tests were required.p/n 151622 01: the "use 331392 01 pcba dwr cntlr vl.lo/vl" were evaluated on an esd protected surface using a dmm in resistance mode, measurements were acceptable for s/n (B)(4)and s/n (B)(4). Pcbas with s/n (B)(4) and s/n (B)(4) showed a low resistance on tp502 tp505. Hta was performed on s/n (B)(4) and s/n (B)(4) where test was passed successfully.the device was in use for treatment purposes as intended per 21 cfr 820.198(d).root cause:the reported issue is due to a faulty pcba pmc vl.06/v0.09bl hh (s/n (B)(4) and s/n (B)(4), caused by a failure in fuse f201 and faulty use 331392 01 pcba dwr cntlr vl.lo/vl (s/n (B)(4) and s/n(B)(4) as it showed a low resistance on tp502 tp505.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 22oct2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that it wouldn't power on. A field service engineer troubleshot the device and replaced the drawer controller then performed a device inspection. The system functioned as intended after the field service engineer inspected the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es went offline and could not be powered on. Additionally, it was reported that the user was able to retrieve the needed medication from another medstation. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.